Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with no delivery alarms. The customer's blood glucose level was over 400mg/dl. The customer states the alarm was resolved by complete set change. The customer states they would return and replace their set.